Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was over 600 mg/dl. The customer stated that the auto mode feature was not active. The customer declined troubleshooting for high blood glucose. Customer also stated that insulin delivery was not suspended. The device will not be return for analysis.